Event description:
It was reported that the patient presented for a surgical procedure to refix the atrial lead due to an elevated capture threshold. During the procedure, the atrial lead was disconnected from the pacemaker generator, and the device was reprogrammed to vvi 60 ppm per physician instruction. While assessing the atrial lead using the programmer¿s psa system, pacing from the pacemaker generator was observed to be inhibited. Oversensing of atrial pacing spikes was suspected. Psa pacing was subsequently turned off; however, pacing from the generator did not resume immediately. An attempt was made to switch the pacemaker to voo mode to mitigate potential oversensing. To further evaluate the issue, the programmer was set to psa mode without switching the pacemaker to voo mode. Under conditions where no pacing spikes were delivered by the psa, no pacing output from the pacemaker generator was observed. The pacemaker generator was explanted and replaced. The right atrial lead was revised. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
Correction: h6: high capture threshold in pacemaker does not need to be reported, as it was determined to be patient-related rather than related to the pacemaker